Event description:
A (B)(6) y/o male with a history of stage d hf with lv systolic dysfunction 2/2 nicm (eosinophilic myocarditis) s/p hm3 lvad as dt and tvr ((B)(6) 2019), with recent sah now off anti-coagulation, was sent to the ed from vad. He was admitted to cticu with suspicion of pump thrombus. Upon arrival to the cticu he required intubation and mechanical ventilation and was quickly escalated to max dose pressors in the setting of a profound lactic acidosis. He also had neurological decline. His CT showed evidence of thrombus at the aorta-outflow graft junction, which likely showed multiple organs. Per family wishes care was withdrawn.